Manufacturer narrative:
(B)(4). Date sent 1/14/2025. D4 batch #165d35. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one plee60a device was returned with no apparent damage and no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 165d35, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/27/2024. D4: batch #unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot/batch number, c9eg89, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastric resection procedure, it was observed that the stapler really slowed down ( more than usual for echelon +). Staple line with slr was noted to not be complete with only 1 staple to be seen in mid point and slr appeared (torn). Serosal tear was also noted. Two more firings to ensure complete staple line and lap sutures x 2 placed for tear to complete the procedure with a delay of 25 minutes. There was no patient consequence. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 2/12/2025. Additional information was requested, and the following was obtained: 1.can you please clarify if the serosal tear was caused by the stapler? Or was it related to the procedure? It looked like the stapler had made the tear. 2. Can you please clarify what was meant when stated, "slr appeared torn"? Slr is staple line reinforcement ( code ech60r), the buttress material (slr) appeared to be torn. The patient in this case has recovered well and doing fine, no issues post op.